Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The physician attempted several times to cross the 3.00x12mm taxus express2 drug eluting stent (des), but the des was unable to cross the lesion. The physician removed the des from the pt and noticed that the distal edge of the stent was lifted up. The procedure was successfully completed with another device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.